Event description:
Customer reported that needle broke during closure of a left breast excision. X-rays were taken and fragment was located. Md was unsuccessful in retrieving the fragment. Pt was returned to the operating room at some time following the initial procedure for removal of a retained foreign body. No further consequence are reported.